Event description:
The hospital reported that there was a black spot in the bom 7mm extended length endoscope and the fiber optics look damaged. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformities. A light cable was attached to the illumination port on the endoscope and viewed on a monitor; there was clear visibility through the dissection tip, however the illumination intensity at the distal end was not as bright as a reference device. It appears as though some of the shafts internal light fibers were damaged. Based upon the eval results, the reported complaint was confirmed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).